Event description:
It was reported that this right ventricular (rv) lead was explanted due to high shock impedance, it may have been caused by a suspected lead fracture. In the same time the device was explanted due to normal battery depletion. The hospital is currently in possession of the lead. No additional adverse patient effects were reported

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high shock impedance some episodes of noise, it may have been caused by a suspected lead fracture. In the same time the device was explanted due to normal battery depletion. The hospital is currently in possession of the lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high shock impedance some episodes of noise, it may have been caused by a suspected lead fracture. In the same time the device was explanted due to normal battery depletion. The hospital is currently in possession of the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction field to b5 & h6: describe event or problem & device codes.